Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
(B)(6) reported that the lead impedances and thresholds were rising. Impedances are 1100 ohms and thresholds are 4.5v@1.0ms. The physician was able to explant and replace this lead.